Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implanted pulse generator was removed from service due to patient having sepsis. Available information indicates that there was no signs of infection inside the device pocket. Additional information received indicates that the origin of the infection was unknown. However, the pocket was clean at the time of explant and was not swabbed for cultures. There was also no evidence of infection and vegetation on the leads or in the pocket. Blood cultures were positive for staph. No other allegation was confirmed. No adverse patient effects reported. The product was removed. Additional information received indicated that the blood cultures were positive for staph. The pocket was not swabbed for cultures. There were no additional adverse effects reported. The product was explanted.